Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was not connected at the time of the alarm. This occurred during prime of peritoneal dialysis therapy. During troubleshooting, it was discovered that the connection of the solution bags was loose. The technical services representative assisted the patient with ending therapy and advised that they start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported issue is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.